Event description:
On (B)(6) 2014, the patient was seen in the emergency room (ER) for lethargy and fever of 104.7. He was taken to the operating room for a cystoscopy and stent placement for an infected ureteric stone. Postoperatively, the patient was admitted to the ICU, and was critically ill with positive fungal blood cultures, as well as acute kidney failure. The patient required intubation, and hemodialysis was initiated. The patient's status slowly improved and he was transferred to a medical unit on (B)(6) 2014. While receiving hemodialysis on (B)(6) 2014, the patient went into cardiopulmonary arrest. He received >35 minutes of advanced cardiac life support. He was transferred back to ICU. The patient's family made the decision to stop life sustaining measures. The patient died on (B)(6) 2014.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records information review: this event is being reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the products and the event. There is no history of specific malfunction or product being out of specifications. The patient's multiple significant and severe co-morbidities may have resulted in his cardiopulmonary arrest and subsequent death after life support was removed. The event reported on this patient involves five separate products.